Event description:
It was reported on (B)(6) 2010 that stimulation could not be adjusted and there were telemetry issues. The implantable neurostimulator (ins) had been overdischarged for at least the second time. It was reported on (B)(6) 2010 that there were telemetry issues. The ins had been fully charged three days prior but did not display the screen with the eight coupling bars. The pt had not experienced stimulation for approximately six weeks. It was reported on (B)(6) 2010 that the stimulation turned on during an attempt to clear the por (power on reset) on the programmer. A "physician mode recharge" had been recently initiated to get the ins out of an overdischarge. Three days prior, the ins had been charged to 3/4 full. It was believed that the sync button was pressed when the ins turned on. The pt's legs were shaking from the stimulation at the same location as the paresthesia but with "greater amplitude." The ins was turned off, but the pt continued to feel stimulation, even after the "stop therapy" key was pressed and all of the programs and groups were "zeroed." The pt's legs continued to shake. The stimulation sensation then subsided. Subsequently, it was reported that the pt had the old system completely removed and a new system implanted, which is working "well."

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.